Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-11343 and 2134265-2017-11341. It was reported a vascular dissection, hematoma and an aneurysm were observed. The severely stenosed target lesion was located in the severely calcified mid left anterior descending artery (lad). During a rotational atherectomy treatment procedure, ablation was performed at 180,000 rpm using a 1.50mm rotalink plus and a floppy rotawire. The 1.50 rota burr was replaced with a 1.75mm rotalink plus and ablation was again performed at 180,000rpm. A vascular dissection and hematoma were then observed at the tortuous area of the proximal part of the lesion. An unspecified stent was placed as treatment and the procedure was completed. During follow-up, two weeks after the procedure, an aneurysm was observed in the proximal part of the lesion, however treatment was not performed because worsening of hemodynamics was not observed. Enlargement of the aneurysm was not observed, and there were no problem with the patient's condition.